Manufacturer narrative:
The reported reset anomaly observed in the field was confirmed in the laboratory. The analysis indicated the output circuitry of the device was damaged. It is believed that the leads arced causing a low impedance path that resulted in the output circuitry damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted due to reset.